Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 590 mg/dl at the time of incident and the current blood glucose of the customer is 217 mg/dl. The customer¿s other blood glucose was 200 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. The customer state that drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.